Manufacturer narrative:
No sample was returned for evaluation. Manufacturing records for lot m14g1091 were reviewed and there were no deviations or non-conformances associated with this lot. There have been no other events associated with lot m14g1091. The cause of pneumonia, endocarditis, and ecm valve failure is likely related to patient condition and comorbidities. The use of the cormatrix ecm to construct heart valves is not an FDA cleared indication. The original case performed in 2014 is considered off-label use of the cormatrix ecm for pericardial closure product, which is indicated for the reconstruction and repair of the pericardium. However, the repair performed on (B)(6) 2016 utilized a cormatrix manufactured valve approved for the (B)(6) study protocol #(B)(4).

Event description:
Cormatrix cardiovascular became aware of an event involving cormatrix ecm that was used to fabricate and replace a tricuspid valve in (B)(6) 2014. This event was discovered by cormatrix on april 4, 2016 for a patient enrolled in the (B)(6) study protocol # (B)(4). Details are summarized below: it was reported that the patient originally presented with tricuspid valvular endocarditis in 2014. The medical records described the patient's condition as horrifically sick and indicated that the patient had nearly died from her illness. The patient suffered from rhabdomyolysis with renal failure and was on a ventilator with severe hypotension, and on high-dose pressors. The patient recovered from her illness but had complete destruction of her tricuspid valve from the endocarditis. She was successfully treated with antibiotics but continued to have torrential tricuspid regurgitation. The patient developed a decubitus ulcer at her coccyx which included osteomyelitis, and it took quite a while for the patient to recover. The patient remained in right-side failure with dramatic lower extremity edema and worsening dyspnea. Echocardiography found global generalized right ventricular enlargement and again torrential tricuspid regurgitation. Cormatrix ecm was used to fabricate and replace the native tricuspid valve on (B)(6) 2014. The ecm was formed into a cylindrical valve and attached using 4-0 prolene sutures to the papillary tips, septal wall, and around the annulus. Upon completion of the case, the transesophageal echocardiography showed a well-functioning tricuspid valve cylinder reconstruction. There was no residual tricuspid regurgitation and a mean gradient of 1. It was reported that the patient did quite well for approximately 1.5 years. However, sometime in (B)(6) 2016 the patient presented with pneumonia and was treated with antibiotics. The patient was observed to develop lower extremity edema. An echocardiogram revealed tricuspid regurgitation. Additional findings revealed a large flail portion of the reconstruction with what appeared to be a vegetation. Blood cultures were negative, but the patient had already received antibiotics. It appeared that the valve had become infected around the time of pneumonia. The patient was enrolled in the (B)(6) study protocol # (B)(4) for treatment. On (B)(6) 2016, the original ecm valve was removed and replaced. An examination of the explanted cylinder reconstruction found what appeared to be a separation of the seam and detachment from the anterior and posterior papillary muscles. No vegetations were observed. The explanted valve was described as soft and not calcified. The valve was sized and a 30mm cormatrix investigational device (ide) study valve was inserted. Transesophageal echocardiography revealed a well-functioning tricuspid valve with trace regurgitation. Biventricular function was good. The patient left the operating room in stable condition.

Manufacturer narrative:
The findings of the histology evaluation are as follows: the overall findings of this report are that the provided tissue sample presents a mixed degree of remodeling. There were many areas that presented a high degree of remodeling, while some other tissue regions presented no cellular infiltration and ecm remodeling. These areas were more prominent in the leaflet section of implanted ecm, distal to the native tissue. Other areas, closer to the viable patient tissue, presented a high degree of remodeling. Vascularization was detected within the tissue, with microvessels present near regions of active remodeling. There was some evidence of delamination within the tissue sample, but these matrix defects appeared to remain within the valve structure. Regions of the tissue presented an expected amount of remodeling while other areas presented less remodeling than expected.